Event description:
A malfunction occurred on the customer's pump last night, and the caller reported the issue without any notable prior events. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump due to repeated occurrences of the malfunction. The customer was advised to expect a pump with updated software and received instructions on handling the replacement and returning the faulty pump.